Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, inadequate bone quality, peri-implantitis, infection, inflammation, mobility, high age of patient. (B)(6) are the same patient.